Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a healthcare professional that a patient in their clinic has experienced lot of skin reactions from the pod. The patient's blood glucose values were not provided. The patient has an appointment with dermatology in june and no further information was reported.